Event description:
It was reported when clinicians are priming pca syringes with 3.25 ml of fluid. The volume remaining is 48.7ml which per customer is not correct. Customer states it should 46.9ml. There was patient involvement however patient harm is unknown. Customer stated "pharmacy found the discrepancies and have corrected the problem" however no additional information was received when asked about the discrepancies.

Manufacturer narrative:
Additional information : manufacturer narrative. The actual date of event is unknown. Root cause: the probable cause of the reported volume discrepancy when priming pca syringes is incorrect settings or configurations in the drug library for the pca units. The pharmacy corrected the discrepancies, indicating that the issue was related to the drug library setup. Further investigation and adjustments in the guardrail editor software were recommended to ensure accurate settings.

Event description:
It was reported when clinicians are priming pca syringes with 3.25 ml of fluid. The volume remaining is 48.7ml which per customer is not correct. Customer states it should 46.9ml. There was patient involvement however patient harm is unknown. Customer stated "pharmacy found the discrepancies and have corrected the problem" however no additional information was received when asked about the discrepancies.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: unique device identifier (UDI)#. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when clinicians are priming pca syringes with 3.25 ml of fluid. The volume remaining is 48.7ml which per customer is not correct. Customer states it should 46.9ml. There was patient involvement however patient harm is unknown. Customer stated "pharmacy found the discrepancies and have corrected the problem" however no additional information was received when asked about the discrepancies.